Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the pump and the right cylinder was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory the ms (momentary squeeze) pump was visually and microscopically inspected, and leak and functionally tested. The ms pump was returned without the tubing and was cut down to the strain relief junction; no leak was found. The tubing was not returned for analysis. The ms pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported clinical observations. Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the pump and the right cylinder was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.